Event description:
Reporter indicated the patient was explanted because of an infection at the surgery site. The physician did not know what caused the infection. The explanted vns therapy system was discarded by the hospital after surgery; therefore, a product analysis will not be performed.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution. Vns therapy labeling lists infection as a potential adverse event, related to surgery.